Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with a feeding tube device. The customer states that the internal retention bolster broke off inside the stomach and it had to be retrieved with a laparoscope. No further info is available from the customer.

Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.